Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that multiple non-sustained right ventricular (rv) oversensing episodes were recorded due to rv lead noise. Fluoroscopic imaging showed no signs of lead damage and all other electrical parameters were in range. The lead was capped and replaced on (B)(6) 2017 and the patient was stable with no patient consequences.